Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was placed on a restless patient on (B)(6) 2011 and secured with a dressing and tape. On (B)(6) 2011, the patient removed the catheter by himself. It was observed that the catheter had separated from the plastic adapter. The catheter tubing was not found on the bed or the floor. An x-ray and echography were performed and the catheter was not found inside the patient's body. There was no harm to the patient as a result of this incident.